Event description:
It was reported that a patient never had therapeutic effect. The patient had been going to the bathroom every hour since implant and felt she was not emptying her bladder completely when she did go. The patient¿s flow when she urinated was light, got lighter until nothing, and then in 15 minutes she had the urge to go again. The patient changed from program 1 to program 2, stimulation was set at 1.3, and the patient could feel stimulation in the bicycle seat area. The patient later reported she was still having concerns regarding her device or therapy but was working with her doctor or manufacturer representative. The patient¿s healthcare professional (hcp) had the patient turn stimulation off for a month and a half and a catheter was inserted instead. There were a couple of times the patient¿s hcp has had her turn stimulation off and then back on. The most recent time this occurred was in (B)(6). The patient¿s hcp wanted her to turn stimulation off because the device started to work for a couple of weeks, then it wasn¿t working at all, and then she got an infection. The patient was given an antibiotic to clear the infection. She was also getting swelling and bloating. Four weeks later, the catheter was removed and the patient was self-catheterizing. The hcp told the patient to turn the stimulation back on and she wasn¿t able to. At the time of the report, the patient was able to turn stimulation back on and adjust stimulation to a comfortable level. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va0fmwg, implanted: (B)(6) 2014, product type lead. (B)(4).